Event description:
Internal thread of distal stem did not engage with tapper assembly tool. Could not break the tensile bar. Also had difficulty threading neck trial to stem.

Manufacturer narrative:
Examination of the returned device confirms damage to the reamer. A complaint database search on the reclaim proximal reamer 20mm (B)(4) identified similar reports of damage which were attributed to product wear out and or misuse. The root cause is attributed to product wear out as the returned reamer shows signs of heavy usage. Based on the performed investigation, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.